Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024,it was reported that patient faced three infusion set fell off during use events. The infusion set had been used for 1 day. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-07771 - device 2 of 3.